Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 8.0fr power hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Splits were noted on the catheter body, proximal to the bifurcate. Upon infusion, a leak was observed exiting from the catheter body, proximal to the bifurcate. Therefore the investigation is confirmed for the reported leak and the identified split issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.